Event description:
It was reported that the customer received some of the intermittent catheter that were eaten at the top in the last 2 orders. Stated that the catheter was ¿split- chewed¿ in the end (lot# jugw0773, lot# jugt1003).

Manufacturer narrative:
The reported event is confirmed and cause was unknown. Visual inspection noted two (2) photo samples. First and second photo samples showcases isc with a distorted funnel. Also, received two (2) magic 3 iscs in open packaging. The funnel end of both iscs is distorted. Therefore, product does not meet specifications. The potential root cause could be no tooling specification. The product was not used for patient diagnosis or treatment. The product was influenced by the reported failure. A labeling review is not required because labeling could not have prevented the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the customer received some of the intermittent catheter that were eaten at the top in the last 2 orders. Stated that the catheter was ¿split- chewed¿ in the end (lot# jugw0773, lot# jugt1003).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.